Event description:
As reported, during a ventral plasty and cholecystectomy procedure on (B)(6) 2022, a 15x15 cm post incisional ventral hernia was found and the patient was implanted with preperitoneal ventralight st mesh. On (B)(6) 2022, the patient presented with secretion of food content from a gastrostomy wound, as well as pain in the left flank, followed by nausea and vomiting of gastric content on 5 occasions, and presence of tachycardia. On (B)(6) 2023, the patient underwent an exploratory laparotomy procedure with placement of a negative pressure system in the surgical injury and the ventralight st mesh was removed. As reported, at the time of the surgery the ventralight st mesh was poorly adhered to the abdominal wall, with abundant cloudy bile secretion noted, purulent fibrin patches in the upper region of the preperitoneal injury.

Manufacturer narrative:
Based on the information provided, the patient treated with a ventralight st mesh experienced medical complications 3 months post implant. Surgical intervention was performed to address secretion of food content from a gastrostomy wound. Surgical intervention included removal of the ventralight st mesh implant. The mesh was noted to be poorly adhered to the abdominal wall 3 months post-op with cloudy bile secretion indicating contaminated mesh. It appears the bowel injury presenting in the postoperative period, caused poor incorporation and contaminated mesh. It appears surgical injury was the cause of the patient complication, with no indication that the use of ventralight st mesh to treat the hernia caused the reported issue. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2021.